Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corrosion in the air water cylinder was traced to component failure and the scope communication error (b30) was due to damaged scope connector. Additionally, the most probable cause of the malfunction foreign material in the control unit, could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the device had foreign material in the control unit, a scope communication error (b30), as well as corrosion in the air water cylinder. There was no patient involvement.